Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 5.5 cm in diameter and was implanted with gore® excluder® conformable aaa endoprostheses. The patient tolerated the procedure. On (B)(6), 2022, the physician reported that the patient had a persistent type ii endoleak and the aneurysm measured approximately 6.2 cm in diameter. The physician reported the device looked good. The physician based on the patient¿s age is planning to either open the patient and either remove the device off the lumbar's or remove the device and sew off the lumbar's and place an open graft. The physician reported this is in despite of nothing being wrong with the device, it hasn't moved. There is no type 1 endoleak type 3, no type 4. So not completely clear, there is no failure point the physician can see. Physician reports the patient has a very angled neck exceeding; or right at a 60 degree angle.

Event description:
On (B)(6) 2022, the patient underwent reintervention wherein they opened the patient, clamped the aorta above the device and converted the patient to open surgical repair and explanted the devices. No endoleak was able to be confirmed, the physician reported 4mm enlargement of the aneurysm. Patient tolerated the procedure. The explanted devices were discarded at the site.